Manufacturer narrative:
Due to indications of cerebrospinal fluid (csf) leaking, occurrence was determined to be reportable to the FDA. Per device history of 13 years and over (B)(4) implants, this is an isolated event brought on by extremely aberrant patient anatomy that included an abnormally thin cranium and a suspected dural adhesion to inner table. It is thought that the dural adhesion was responsible for the penetration of the dura by the drill bit due to its adhesion to the inner table of the cranium. Per the facility, the patient is recovering normally. The doctor did not see any anomalies during recovery. The complaint information was not received by regulatory until 02/25/2015 because the individual was out sick. He was reminded of the importance of notifying regulatory as soon as he is notified of an issue.

Event description:
A 70 plus year old patient came in for a brow lift. The right side was completed without incident; however,the doctor noticed clear fluid leaking from the left side of the drilled hole when the bit was removed. Clear fluid was cerebrospinal fluid (csf). To stop csf from leaking, a hemostatic agent was delivered to the bottom of the cranial hole to control fluid extrusion along with a biocompatible glue. Leaking was stopped with no further issues or problems. It was discovered that the patient had a very thin scull which contributed to the problem. No implant was placed on the left side.